Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The product is not being returned, it has been discarded. We cannot determine what caused the user to experience the reported event. One possible reason is a serial number was supplied indicating the device is two years and five months old and could be considered fair wear & tear due to the device exceeding its normal life expectancy. A review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this serial number with this product code that were released to distribution. No corrective action is required and no further action is warranted. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
The sales rep reported via phone that during an acl procedure the customer's fms vue interface connect cable was reading the shaver but not reacting with the pump to activate the shaver suction. The procedure was completed with another like device using the same pump with no patient consequences but there was a minute delay to swap out the device. The device was discarded.